Event description:
Dealer advised joystick will not recognize elevate; chair stays in full speed by fully elevated.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.